Event description:
Patient was revised due to infected left hip.

Manufacturer narrative:
Update: this event has been identified as a duplicate of (B)(4). The event was reported under 2249697-2010-00113.

Event description:
Patient was revised due to infected left hip. Update: this event has been identified as a duplicate of (B)(4). The event was reported under 2249697-2010-00113.

Manufacturer narrative:
Additional devices listed in this report: cat 2051-2058p, secur-fit psl cup/clus, lot code 67069101; cat 2030-6520-1, 6.5 cancellous bone screw 20mm, lot code 715376036; cat 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code 70148301; cat 6098-0735, omnifit eon 132, lot code 71396401; cat 1067-0014, osteonics univ. Distal spacer, lot code 1n1003; cat b004-0155, osteonics sized cement-plug, lot code 1n7004; cat 06-3200, c-taper cocr lfit head 32mm/0, lot code 72239201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.